Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported foot break could not be determined; however, the reported resistance with the anatomy and treatment appears to be related to circumstances of the procedure. Reportedly, the device was removed against resistance. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of the resistance has been determined. The reported violation of the IFU does not appear to have contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device via 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a foot break occurred after opening the foot and prior to deploying the needles. The foot did not completely separate from the proglide as it was still attached to the link. The proglide device was removed and no portion of the device remained in the patient anatomy. There was resistance during removal of the device from the anatomy; however, no vessel damage was noted and the proglide was successfully removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.